Event description:
It was reported by the customer that a pyxis medstation es system doors did not work, preventing user from removing the required medications. The customer stated that user had to access the medications from other devices and confirmed no patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the doors did not open. A field service engineer confirmed that the door issue was resolved by the pharmacist. The system functioned as intended after the pharmacist repaired the device.